Event description:
Required revision of depuy pinnacle hip due to muscle damage caused by metal debris. Second pinnacle remains in place, but has also caused damage according to MRI of 2016. Original prosthesis were placed in 2007 by (B)(6). He insisted I have the depuy metal on metal after ridiculing me for fearing the metal ions that could be released.